Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Revision surgery of left hip due to high chrome cobalt levels & recurrent dislocation. Implants removed on (B)(6) 2018.

Manufacturer narrative:
An event regarding elevated ion levels and altr involving an accolade stem was reported. Elevated levels of chromium cobalt were confirmed by a clinician review of the provided pathology report. A review of the material spec for this device confirms that it is not manufactured from chromium cobalt. Altr was not confirmed. Method & results:-device evaluation and results: visual inspection: visual inspection of the returned device by the clinician revealed {...} photographs of implants consistent with those removed were reviewed. No gross irregukarities other than those related to explantation were seen. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: not performed as this event does not relate to material integrity. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: narrative: patient underwent a primary left metal on metal tha on 07/05/05 utilizing a accolade cementless stem with a 46 mm diameter competitor modular head mated with a 54 mm diameter ha coated competitor dysplasia cup. This tha underwent revision on (B)(6) 2012. At that time the competitor metal head and cup were removed and replaced with a 59 mm diameter ha coated stryker multihole cup and a 32 mm +0 delta ceramic femoral head. The accolade stem was left in place. During the surgery the abductor tendons were noted to be failing and required reattachment to the proximal femur. Excised synovium was sent for pathology with an expectation that it would show metal synovitis. Laboratory studies obtained prior to the revision on (B)(6) 2011 and (B)(6) 2012 both showed significantly elevated serum cobalt and chromium levels. Cobalt and chromium levels were retested 14 months after the revision surgery and still remained significantly elevated. Titanium levels tested at the same time were within normal limits. A second revision surgery with explantation of the accolade stem, cup liner and head was performed in (B)(6) 2018. Photographs of impants consistent with those removed were reviewed. No gross irregukarities other than those related to explantation were seen. There is metallic striping on the ceramic head consistent with metal transfer . This may be related to recurrent dislocation. Undated lateral let tha xray shows evidence of peri- implant demineralization. Assessment: the primary harm involved is elevated cobalt and chromium levels related to a primary tha using a stryker tmzf stem and another manufacturers metal on metal cobalt/chrome head and liner. Limited information was available for review however laboratory values for cobalt and chromium post index tha and post revision tha were significantly elevated and the brief description in the revision operative note regarding the abductor tendon degeneration is consistent with metallosis. Titanium levels drawn after revision to all stryker implants remained normal. No information regarding the (B)(6) 2018 was available there is no evidence for defect in the tmzf accolade stem implants or their manufacture. The root cause of these failures leading to revision cannot be determined as insufficient information was available. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined. Material specification hms5163, ver. 9 was reviewed. This review confirmed that the device is not manufactured from chromium cobalt. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery - due to high chrome cobalt levels & recurrent dislocation left hip implants removed on (B)(6) 2018. (B)(4) ceramic head 6519.1.032 lot 507621 - there was also a v40 universal sleeve in this head - item & lot number not visible trident ceramic liner 625-ot-32e lot 38962103. Trident multi hole cup 5081154e lot 26333101. 3 screws in cup - item/ lot numbers not visible accolade tmzf size 3 132 degree stem 60210335 lot 9636201. Primary surgery performed at albury hospital dr is sending me the op reports for the original cases ( there was a previous revision on this same hip). Hospital is decontaminating explanted implants to return to stryker.